Manufacturer narrative:
Touch screen-cracked/shattered/scratched: the failure investigation has been completed and the alleged issue was verified. Gauge/fill estimate - undefined: the failure investigation has been completed. Based on the analysis, the alleged issue could not be verified; however, a malfunction 16 issue was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the insulin gauge was inaccurate. Customer reloaded the cartridge to resolve the issue. Customer¿s blood glucose level was 300 mg/dl.